Event description:
It was reported that the patient experienced withdrawal in (B)(6) 2013 that lasted 2 weeks. It was unclear what medications the device system delivered at the time of the event; however, the device system historically had delivered fentanyl, hydromorphone, clonidine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).